Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/16/2025, a sales representative reported via (B)(4) that an ar-9660-r central post extractor snapped while pulling the post out of the glenoid. This occurred during a reverse total shoulder arthroplasty on (B)(6) 2025 the driver snapped while pulling the post out of the glenoid. The case was carried on and completed successfully with backup instrumentation. There was no additional information provided. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure is user error. This includes misaligned insertion and/or prying or levering the device during insertion, which can result in the device breaking. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the distal threaded tip of the central post extractor was broken off. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure is user error due to misaligned insertion and/or prying or levering the device during insertion.